Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent urethrolysis and cystourethroscopy on (B)(6) 2012, due to voiding dysfunction, status post sling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/25/2016.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat pelvic floor relaxation with stress incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy and release of pelvic adhesions during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and emotional/psychological injury. No additional information was provided. (B)(4) -urinary/bowel problems; undefined recurrence.